Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Cine image review: one cine image was received for evaluation. The cine image is of a partial deployed stent. The distal end of the stent is fully apposed with the vessel wall. Due to the quality of the cine image actual count of stent cells could not be done. The stent is 6mm in diameter, approximately 18mm of the 80mm stent is deployed.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.(B)(4)

Event description:
The protégé everflex stent partially deployed and the deployment grip broke free from the external sheath. The physician was unable to finish deployment of stent. As a result, the physician pulled the partially deployed stent back to the sheath and during this process the stent elongated and came out of delivery system. The un-expanded portion of the stent was withdrawn into the sheath with the deployed section outside of sheath. The physician used a balloon inside of sheath to shear off the un-deployed section of the stent. The physician performed a cine scan to check for pieces of stent and did not notice any in the circulation. The stent section that was deployed remains secure in the patient's superficial femoral artery. Post procedure thrombus was noticed in the posterior tibial artery. Additional information received indicated the thrombus was not treated and the procedure was extended 2 hours.